Event description:
During an attempt to pass an endo resolution clip through the scope, when the end of the device came out the end of the scope, no clip was seen on the end of the device. The device was removed from the scope. Another clip was then passed through the scope and deployed without difficulty. Subsequently when the scope was being brushed post a procedure, it was noted that an endoclip was being pushed out of the suction channel.